Event description:
Patient called in to report he was swimming in 3 feet of water when his v-go fell off. Patient says he wears his v-go on his arm. Patient properly cleans the area before applying the v-go.